Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip opened to 40-50 degree during establish final arm angle test (efaa). Troubleshooting resolved the issue and hence the clip was deployed. Post deployment, the clip opened to 40-50 degree. Additional clip was deployed to stabilize the opened clip. The mr was reduced to grade 2-3 post procedure. Clinically significant delay was observed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) and clip open during efaa were unable to be determined. The reported unexpected medical intervention and delay of treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.